Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. As the physician suspected exit block, the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.